Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s high blood glucose level was 406 mg/dl. The other relevant blood glucose level was 296 mg/sl and 206mg/dl. The customer was treated with manual injections. The customer was wearing the insulin pump within 48 hours of the event. The customer experienced symptoms such as thirsty, confused and nausea due to high blood glucose levels the insulin pump passed displacement test. Troubleshooting was performed for high blood glucose values and device will not return for analysis. Customer was not using the auto mode feature during event.